Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/ perforation') and autoimmune hypothyroidism ('autoimmune diagnosed: hypothyroidism') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included umbilical hernia, thyroid cancer, multigravida, parity 3, appendectomy, cholecystectomy, loop electrosurgical excision procedure, corpus luteum cyst, pelvic adhesions, ovarian cyst and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (salping. (Unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, autoimmune hypothyroidism, pelvic pain, abdominal pain, heavy menstrual bleeding, migraine and headache outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain, autoimmune hypothyroidism, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for the following events pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), migration/ perforation, fatigue, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6)2014: bilateral essure devices identified which demonstrate malpositioning and protruding into the uterus. Correlate with ultrasound. Appendix is surgically absent. No obstructive uropathy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation(product technical complaint). Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/ perforation') and autoimmune hypothyroidism ('autoimmune diagnosed: hypothyroidism') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included umbilical hernia, thyroid cancer, multigravida, parity 3, appendectomy, cholecystectomy, loop electrosurgical excision procedure, corpus luteum cyst, pelvic adhesions, ovarian cyst and pelvic adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (salping. (Unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, autoimmune hypothyroidism, pelvic pain, abdominal pain, heavy menstrual bleeding, migraine and headache outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain, autoimmune hypothyroidism, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for the following events pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), migration/ perforation, fatigue, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis: on (B)(6) 2014: bilateral essure devices identified which demonstrate malpositioning and protruding into the uterus. Correlate with ultrasound. Appendix is surgically absent. No obstructive uropathy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received: reporter , medical history and lab test added. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/ perforation') and autoimmune hypothyroidism ('autoimmune diagnosed: hypothyroidism') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (salping. (Unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, autoimmune hypothyroidism, pelvic pain, abdominal pain, menorrhagia, migraine and headache outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain, autoimmune hypothyroidism, fallopian tube perforation, fatigue, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for the following events pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), migration/ perforation, fatigue, migraine and headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: this case became incident. Event injury was updated to pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), autoimmune diagnosed: hypothyroidism, migration/ perforation, fatigue, migraine, plaintiff did not undergo confirmation test and headaches. Patient's date of birth and treatment details added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.